Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that during patient monitoring on a delta monitor, neither the delta nor the central station alarmed when the patient experienced cardiac arrest. The patient needed to be resuscitated.

Manufacturer narrative:
Additional information was received that the reported incident resulted in a patient death. The reported symptom, no arrhythmia alarms during a patient event, could not be verified. The device was tested by a draeger technician on site with no problem found and is back in use. The error logs did not indicate any issues around the time of event. The ECG event report shows arrhythmias alarms were displayed at the time of event. There is no information to support that a malfunction occurred.

Event description:
Please refer to the initial report.